Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received a shock for atrial fibrillation with rapid ventricular response. This occurred in the ventricular tachycardia -1 (vt-1) zone; therefore, the device was noted to be operating as programmed. Further programming options were discussed. Therapy was exhausted for the vt-1 zone. Reprogramming was performed to resolve this issue. No adverse patient effects were reported. The device remains in service.